Event description:
Additional information received noted that a follow up did not take place, but the physician will continue to monitor the patient.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular lead was suspected to be fractured. Upon interrogation the left ventricular lead showed out of range pacing impedances and loss capture. Various configuration were tested which showed capture in one configuration. The device was programmed with an appropriate safety margin and a follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4).